Event description:
It was via phone call that the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The caller also reported the insulin pump was covered in feces. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.